Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent, on-going occlusion alarms occurred. The customer¿s blood glucose (bg) level was between 250-600 mg/dl. Customer administered a correction injection to address the bg level. Customer changed the pump supplies and resumed insulin delivery.